Manufacturer narrative:
The complaint information was reviewed. Without instrument files, further investigation into the raw data for the test in question cannot be performed. With the test card lot number, a review of the lot performance was conducted. The test card lot was performing as intended at time of release and was meeting specifications. The cause of the event is unknown. The customer is currently operational on the device.

Manufacturer narrative:
Siemens has requested additional information from the customer for investigation. Investigation to commence once received. The cause of the event is unknown.

Event description:
The customer reported low ph when compared to repeat testing of the same sample on the same instrument. There is no report of injury due to this event.